Manufacturer narrative:
As reported in a research article, a patient became acidotic, had ventricular fibrillatory arrest, and was diagnosed with right coronary artery obstruction due to thrombus after a trifecta valve implant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying 23mm trifecta gt that may be related to total thrombotic occlusion post avr. The patient presented with severe symptomatic aortic stenosis and was considered for surgical aortic valve replacement (avr). A trifecta gt sizer set was utilized and the patient's annulus appeared to only accommodate a 19mm sizer. Therefore, nunez annular enlargement was performed and a 23mm trifecta gt was successfully implanted. Immediately post-op, the patient was stable. However, five hours post-implant, the patient became severely acidotic and had ventricular fibrillatory arrest. Spontaneous circulation returned and the patient was taken to the operating room and diagnosed with right coronary artery (rca) obstruction. Thrombus was observed to occlude the entire rca and extracted. Then, rca bypass was performed and the patient was admitted to the ICU post-operatively. Specific patient information is documented as unknown. Details are listed in the attached article, titled "total thrombotic occlusion of the right coronary artery after surgical aortic valve replacement."